Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the screen was damaged and alerted error code 75. Consequently, the procedure was not completed due to this event. There were no patient complications as a result of this event.